Manufacturer narrative:
(B)(4). Customer fired through lockout. The device was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining.

Event description:
It was reported that during a laparoscopic hernia procedure, a crunching sound was heard and then the device did not fire. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.